Manufacturer narrative:
(B)(4). The results of this investigation concluded circumferential fibrous pannus ingrowth on the inflow side of all three cusps which narrowed the inflow diameter. Cusp 1 was fibrotically thickened and there was a thin layer of fibrin on the outflow surface. No acute inflammation was observed. No evidence was found to suggest the cause of the pannus, fibrous thickening, and fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Gtin number: (B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement was performed and this 19mm sjm epic supra valve was implanted due to aortic stenosis. On (B)(6) 2014, echocardiography revealed moderate aortic stenosis and a mean pressure gradient of 43 mmhg and a peak gradient of 79 mmhg. On (B)(6) 2015, the mean pressure gradient was elevated to 55 mmhg and the peak pressure gradient was 104 mmhg. On (B)(6) 2016, re-do aortic valve replacement was performed. This valve was explanted and a 19mm sjm regent mechanical heart valve was implanted utilizing single interrupted sutures. Upon explant of the epic valve, what appeared to be pannus and thrombus was observed on the valve impeding the cusps. The patient was unstable due to comorbidities.